Manufacturer narrative:
Date of event: 07/23/2018. Date of this report: 08/20/2018. Serial number not provided. A replacement battery was sent to the customer. The customer evaluated the device and no parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the ventilator battery was unable to charge. It was reported that the ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.